Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's mother was advised to delete follow application and share 2 application from the patient's smart device. Patient's mother was also advised to use a different email address to follow patient and to not use follow application on the (B)(6) but to instead pair to g5 mobile application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.